Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy transducer that is giving an error/red light when you move the cord around. The issue occurred during an unspecified procedure and was completed with another olympus device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the error/red light when you move the cord around could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.